Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was read "high" mg/dl; although specific value was not provided. Customer administered a manual injection of insulin to address the elevated bg level and reverted to an alternate method of insulin therapy.